Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 467 mg/dl at the time of incident. Customer treated with manual injection. The customer experienced symptoms such as nausea. The customer also reported that they using the auto mode feature. The customer also reported that the insulin pump had insulin flow block alarm. The customer stated that there was blood around the site. The insulin pump will not be returned for analysis.